Event description:
A customer reported a past high blood glucose event with the specific value displayed as "high," and the suspected cause remained unknown. There was no assistance required from a third party, and the control iq feature was turned on during the event. The customer administered a correction bolus via the pump to resolve the issue. Recommendation was made to consult a healthcare provider in regard to diabetes management.